Event description:
Patient had transferred to and then back from a rehabilitation hospital with a foley urinary catheter in place. The catheter had been previously placed during a prolonged intensive care unit course here at the hospital. Per the patient, the rehab staff had tried to remove the foley at the rehab hospital but were unable to do so. The doctor placed an order to remove the foley and I, the nurse, had attempted to remove it. When using syringe connected to balloon port, I was unable to aspirate the saline and deflate the balloon. Doctor was informed, and CT scan pelvis was obtained confirming that the balloon was still inflated. Urology was consulted for help with the foley removal. Urology resident and I then attempted to remove on the morning of the following day. Multiple less invasive methods were tried with no success. Eventually on the third attempt that afternoon the urology senior used a rigid guide wire inserted into balloon port and advanced it. They were met with resistance prior to the balloon from some type of debris and were eventually able to de-clog the debris with guide wire until saline drained out and balloon deflated. Foley was removed from patient and balloon was re-inflated to ensure it had not popped and was still intact. Catheter and foley bag were placed in patient labeled biohazard bag and given to our clinical nurse specialist for quality and safety purposes. Manufacturer response for bard urinary catheter system, bardex® lubricath® foley catheters (per site reporter): materials management has possession of the urinary catheter and drainage system. Since the catheter was placed during a prior hospital admission, our facility has no lot or reference number for this product - however, the actual product can be retrieved. Our materials management team will reach out to bard.